Event description:
It was reported that a user experienced intermittent dexcom g6 continuous glucose monitor (cgm) sensor readings with repeated sensor error notifications after approximately one week of wear, consistent with loss of continuous glucose signal; the user plans to replace the sensor. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the ilet system, no medical intervention, and no hospitalization. User support included troubleshooting and education completed with the user. Investigation of this case revealed a signal loss issue with the continuous glucose monitor, with the responsible device not identified, and no additional device component issues reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.